Event description:
The customer received questionable results for multiple assays. Of the data provided for 16 patient samples, only the calcium gen 2, c-reactive protein (crp) gen 3, glucose hk, g-glutamyltransferase (ggt), creatinine enzymatic or ion selective electrode (ise) potassium results for 14 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside of the lab but repeated and corrected after the issue was found. New blood samples were taken from five patients. No information was provided to identify which patients these were. There was no adverse event. The reagent lot numbers and expiration dates were requested, but were not provided. It was found there was a problem with the valve assembly. The field service representative replaced it and ran quality control which was acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The valve assembly removed from the analyzer was investigated further and foreign material was found inside the valve body. It is assumed that the particle was flushed in with the externally prepared water. This foreign material was thought to have contributed to the issue by interfering with the functioning of the valve and proper sample aspiration.